Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator was unable to be turned off unless the battery was removed. The generator was returned for service. No patient complications have been reported as a result of this event.